Event description:
It was reported that the ilet experienced signal loss to the dexcom g7 continuous glucose monitor (cgm), after which customer support guided the user through troubleshooting and the g7 reconnected to the ilet. No adverse clinical symptoms reported. Outcomes included restoration of cgm connectivity to the ilet and continued therapy without escalation of care. User support included remote troubleshooting and user education. Investigation of this case revealed a resolved communication issue between the ilet and the dexcom g7 sensor, with no device hardware replacement and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable connectivity interruption.

Manufacturer narrative:
Initial.